Event description:
A malfunction was reported on the pump, and there was no information on whether this caused the customer's blood glucose level to exceed 500 mg/dl. Technical support was contacted, and they decided to replace the pump. The customer was advised to return the faulty pump to tandem, and a pump with updated software was sent to them. The customer was provided with instructions for storing the defective pump and was informed about the availability of training for the new device.